Manufacturer narrative:
The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, and cracked case, missing reservoir tube o-ring, cracked case reservoir tube window comer, and cracked battery tube threads. The pump was rewinding properly. A test reservoir was installed and it did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call of issues with their reservoir falling out of the pump. The customer states the device will not rewind all the way, and the reservoir will fall out. The customer states it is cause them to have high blood glucose levels. The customer's blood glucose level at the time of incident was 510mg/dl. The customer treated with bolus. The customer states there are cracks and missing pieces on the reservoir compartment.